Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.6mm compression wire broke during a fusion procedure of foot on (B)(6) 2015. A mid-foot plate was implanted. At the end of the surgery, after the plate and hardware was implanted, the surgeon began to remove the wire. As the surgeon pulled up on the wire, the wire broke into two pieces by the tip. The surgeon was able to pull the remainder of the wire out and no fragments were left behind in the patient. There was no surgical delay or additional intervention required. The procedure was completed successfully with no patient harm. The device was discarded after the surgery. This is report 1 of 1 for (B)(4).